Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon coating on the jaws cracked. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw boot was peeling along the sides. There were some signs of usage and minimal evidence of blood. Based upon the visual observations, the reported complaint for "silicon coating on jaws cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).